Event description:
Reporter stated the insulin delivery of the infusion device is inaccurate, the display is damaged and difficult to read, and the protective rubber on the buttons is worn out. She experienced hyperglycemia of 500 mg/dl and was unable to lower her blood glucose by delivering insulin via the infusion device. She changed the cartridge and infusion set and attempted to bolus through the infusion set, but she reported no insulin was delivered. She switched to her backup infusion device, and the alleged infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The history analysis showed that the user did not set the date and time correctly when the insulin pump restarted. Therefore, the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The insulin pump correctly notified the user to check the date and time setting after restart. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the display.